Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was able to replicate the reported issue. Confirmed that initial ip settings provided by site for pacs and work list server were correct. The ip address and connections to systems were confirmed and verified. A system checkout was performed. System passed all tests and is working normally. The software investigation found that the reported event was an ip address set up induced event. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system could not communicate with navigation system. During troubleshooting, representative found that none of the interoperative images have nav tag. The surgery was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.